Event description:
It was reported that the user noted an elevated blood glucose of 203 mg/dl after starting ilet therapy earlier in the day and attributed the hyperglycemia to an unannounced snack, while also stating they typically run elevated. No device alarms were reported, and the scenario involved a missed meal announcement with the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to a missed meal announcement involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.